Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare care provider (hcp). Regarding the reason for the pump explant/return, the hcp stated, "we do not show pump was removed - next fill (B)(6) 19."

Manufacturer narrative:
Logs indicated that the drug being delivered was 2 mg/ml morphine with an unknown dose. Destructive analysis identified corrosion/wear/lubrication in the motor gear train, as well as a stall due to shaft bearing. Analysis also identified a low battery reset with an undetermined cause. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis with no allegation against the device. The drug being delivered and the indication for use were not reported. There were no symptoms reported. There were no further complications reported/anticipated.